Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge with insulin. Reportedly, the customer filled the cartridge with 275 units of insulin. Additionally, when reloading the cartridge, the customer was not seeing drops of insulin exit the end of the tubing during filling. As the customer did not have additional cartridges available during the time of the call, the customer would use manual injections as alternate insulin therapy. There was no impact to the customer's blood glucose level. Several hours later during a follow-up call, the customer was able to load a new cartridge successfully and resumed insulin delivery.